Manufacturer narrative:
Batch review performed on 08 october 2019 lot 171777: (B)(4) items manufactured and released on 13-jul-2017. Expiration date: 2022-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 1900217. Batch review performed on 08 october 2019 lot 1900217: (B)(4) items manufactured and released on 12-apr-2019. Expiration date: 2024-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to a dislocation of the head from the liner 2 months after primary. The surgeon revised the cup, screws, stem, and liner with competitor items, and revised the head with a medacta head. The surgery was completed successfully.